Event description:
Boston scientific received info that redness and swelling were visable at the left s-ICD pocket site. Both the device and electrode were explanted due to an infection. There were no additional adverse effects reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.